Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon experienced incomplete distal closure of clips from endoscopic multiple clip applier. Additionally, the device loaded two clips simultaneously on two pulls of the firing handle. There was no consequence to the pt.